Event description:
A user facility reported noting fibers found on the haptic of an intraocular lens (iol) during implant surgery. In a follow-up, a nurse reported that the iol was removed and replaced during the same procedure, and that there was no pt impact or injury.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2010 by mail. A completed questionnaire was received on 01/20/2010. (B) (4). (B) (4). (B) (4).